Event description:
Laser resurfacing was performed on me on (B)(6) 2022. The vbeam perfecta laser and iriderm diolite 532 laser was used. My skin was severely damaged/burned and have experienced further issues with dry eyes, dry nose. I have lost fat off my face and body due to apoptosis being triggered.